Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 failed to open even after recovery attempts. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed to open even after recovery attempts. The field service engineer (fse) found the drawer 2 was hard to open. After running hta (hardware test application) and inspecting, found trays sealed with plastic wrap dragging on the matrix drawer cover, causing resistance. Verified bumpers and center divider were both ok. The drawers operated smoothly without trays, confirming drag was due to customers plastic, not hardware. Additionally, latch on matrix drawer 2 was not fully engaging latch block. Removed drawer, examined latch block, added washers to bring block closer, cleaned latch post, polished solenoid plunger, and reassembled. After reinstalling, drawer tested and operates smoothly. The system functioned as intended after the field service engineer repaired the device.